Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be mechanical failure, operator error, user hypersensitivity to latex, bacterial infection. The device was not returned for evaluation. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient was using bard foley catheter and the port side of the foley was digging in the leg. The patient experienced both irritation to the skin as well as an infection. It was unknown what medical intervention was given for infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was using bard foley catheter and the port side of the foley was digging in the leg. The patient experienced both irritation to the skin as well as an infection. It was unknown what medical intervention was given for infection.